Event description:
It was reported that the catheter broke. Part of the plastic IV was retained in patient hand until surgeon was able to remove it.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Two sample products were received. Magnified examination of the catheter assemblies displayed evidence of a puncture in the catheter tube at approximately mid-length consistent with the "j" shape profile of the introducer needle, resulting in severance for sample 1, with no evidence of damage/mechanical witness marks on catheter hub or tube tears within the catheter hub. Sample 2 displayed no evidence of catheter bevel tip irregularities. This "j" shape incision in the catheter tube length of each sample is consistent with catheter wall penetrations by the cannula as a result of a redirect during insertion and not the result of a manufacturing nonconformance. Examination of sample 2 needle guard assembly displayed normal flash in the flashback chamber with no evidence of locking mechanism damage, cannula protrusion beyond guard nose or cannula tip damage. The root cause was determined to be user error. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint.